Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and the intended function is still given. The shaft fits in handle, with slightly enlarged amount of play/clearance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation reported the positioning cams of the shaft were broken off. The investigation shows that two of three positioning cams of the screwdriver are broken off. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The investigation was not able to determine the exact cause of this complaint. The fracture surface is homogenous what indicates material conformity. The complaint condition is likely the result of the device not being aligned in the counterpart during use. This situation in combination with a mechanical overload situation could cause the malfunction of the instrument and led finally to the complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the surgeon proceeded to load the universal reduction screw (urs) the two step locking caps onto the urs screws with the driver shaft engaged well with 1onm torque limit handle. The surgeon felt the tightening not smooth and audible click sounds strange, after that discovering that the tips of the shaft were broken after tightening step. The surgeon then had to tighten with another cannulated driver to lock the first step of the cap estimating by feel without torque limit. Ther was a report of a few minutes in surgical delay. This report is 1 of 1 for complaint (B)(4).